Event description:
Adverse event summary (lasik procedure): I underwent lasik surgery at (B)(6) and experienced significant post-operative complications, including severe eye pain and ongoing visual/eye issues. Following the procedure, I had persistent discomfort and complications that raised concerns about the safety and outcome of the surgery. These symptoms were substantial enough to interfere with normal daily functioning. In addition, I became aware that details of my condition (including pain and complications) were communicated to a third party without my consent, which further complicated my ability to manage care privately. I am submitting this report to document the adverse outcome and ensure this case is reviewed for potential safety concerns related to the procedure and post-operative care. Product/procedure: lasik eye surgery; provider: (B)(6); date: (B)(6) 2022. I am available to provide additional details if needed.